Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient cut the driveline with scissors while changing dressing. The driveline was covered with rescue tape but not repaired. The patient experienced driveline power fault alarms. The event log files captured driveline power a faults and system controller open fuse a events. The system controller was exchanged which resolved the alarms. The patient was doing well and had no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of the patient accidentally cutting their driveline with scissors and experiencing a driveline power fault alarm. The submitted and downloaded log files pertaining to this controller contained information spanning approximately ~7 days of patient use ((B)(6) 2024 per timestamp). At 9:08:48 on (B)(6) 2024, a driveline power fault was observed, due to internal faults which indicated that the power a signal was interrupted and the controller¿s fuse a had been damaged. The driveline power fault did not impact the controller¿s ability to operate the pump, as it maintained a speed within the expected range while the driveline was connected. The driveline was ultimately disconnected at 17:06:22 on (B)(6) 2024, which was consistent with the exchange of the equipment. During functional testing of the returned controller, the driveline power fault was reproduced, and fuse a was confirmed to have been damaged. This component was replaced, and the controller was then retested. The repaired controller then passed all testing and was able to support test equipment for an extended period of time without issue. Although specific wire compromise could not be identified through the submitted photo of the driveline, the observed log file events and controller fuse damage appear to have been caused by the reported driveline damage. The root cause of the reported event was not suspected to be related to an issue with this heartmate 3 system controller. The device history records were reviewed, and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the event log files found data consistent with the driveline being disconnected for approximately 13 seconds on (B)(6) 2024 at 15:09:30 approximately 2 hours before the system controller exchange.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.